Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blooded and charred tissue were observed. The silicon coating on the cold jaw was observed to be peeled at the tip with no detachments. No further visual defects were detected. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues for the complaint unit during our testing. The analyzed failure mode "peeled jaw" was confirmed.

Event description:
This complaint for vasoview hemopro was reported with no information. We are following up with the customer for more details.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
This complaint for vasoview hemopro was reported with no information. We are following up with the customer for more details.